Manufacturer narrative:
Additional manufacuring narrative: multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
The customer reported: "pulse ox and rate not reading accurate." No patient impact or consequences were reported.